Event description:
Patient tore pcl and knee went into hyperflexion. Surgeon revised with intent to convert knee and change femoral and insert components only. Upon exposure, the doctor found that the tibial component was loose and revised it as well.